Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following: ¿a questionnaire was returned and reviewed. The customer reported the system shut down during surgery. A system message (sm) displayed noting critical failure stop signs. The system also rebooted itself on 2 separate cases. This file represents one procedure. The (B)(6) completed a questionnaire and noted the date of the event occurred during a vitrectomy of an (B)(6) old female. No patient identifiers were given on the second occurrence. The rn noted the events occurred when intraocular diathermy was initiated. The event duration was twenty five (25) minutes. In the surgeon¿s opinion the intraocular diathermy use caused or contributed to the event. The wound integrity was intact. The event occurred at the beginning of surgery after the incisions had been made. No third party consumables or accessories were used. A vitrectomy pak was used with extrusion tubing. The probe used was a 23 gauge. The fiber detect override was not being used. No changes were made to the existing parameters. The system is stored in a climate controlled area. No harm was reported. Both cases were completed by switching out the system, handpiece, and cassette. The system was examined and the reported event was replicated. The us/diathermy module and power control printed circuit board (pcb) were both replaced. The module was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 18, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. A us/diathermy module was received for evaluation. A visual assessment of the returned sample showed no obvious abnormality. The sample was evaluated by checking the functionality three components. All the components were found to be nonconforming. The root cause of the reported events can be attributed to the nonconforming components of the us/diathermy module. An internal investigation was opened on this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, stop sign advisory displayed and then the system shut down and rebooted itself. Additional information has been requested.

Manufacturer narrative:
Additional information provided.

Event description:
Additional information was received indicating the event was initiated when using the intraocular diathermy. The system was switched out to complete the case. There was no patient harm.